Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the distal end. Additional unrelated observation(s) not reported by site: the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The instrument was found to have a broken tube extension at the orange plastic section. No pieces were missing. Thermal damage was not observed. Further, the instrument was found to have a detached fragment at the distal tip. A piece measuring proximately 1.31 mm x 2.43 mm was not returned with the instrument. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.